Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The coroner indicated that the customer's blood glucose was over (thousand) 1000 mg/dl. The caller stated that the customer was wearing the insulin pump at the time of death. The caller stated that the customer was not using sensors. The caller stated that they do not have the customer's insulin pump; it could not be located by the coroner's office.